Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during stapling, the handle could be squeezed but was then unable to proceed with the stapling while in between tissue and was incomplete centrally. The surgeon tried the device without tissue and it work properly. Another attempt was made between the tissue but the same thing happened. To resolve the issue, the surgeon use another stapler and reload. There was no patient injury.